Manufacturer narrative:
An entire lead was returned in two segments for analysis. External insulation abrasions were noted at 6.5-8.2cm and 21.2-21.4cm from the distal tip consistent with lead friction to another device or feature of the heart. The outer coil was exposed at these locations. This is consistent with the observation from the field of lead noise.

Event description:
It was reported that noise was observed on the right atrial lead. The lead was explanted. No further information was reported.